Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the device confirms fracture of the threaded hex bolt tip. Fractured piece was not returned for review. Strike plate and handle body show dings and scratches indicating previous use. No other damage was noted. Review of the device history record identified no deviations or anomalies during manufacturing. A supplier DHR was not requested as the device has a potential field age of 8 years and shows signs of multiple use. Although a definitive root cause cannot be determined, based on the field age of the device and evidence of multiple use, the fracture is likely a result of accumulative fatigue effects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Unknown-continuum offset cup positioner-unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was attempting to implant a continuum cup with the continuum offset cup inserter, when he tried to retighten the cup with the hex head driver he realized that the hex head was just spinning and not tightening the cup. He removed the inserter and cup from the patient and he noticed that the hex head bolt had sheared in half, half of the bolt was still threaded into the cup and the other half was spinning freely in the cup positioner. We at this time opened a new cup positioner and a new cup and proceeded with the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.